Event description:
Reportable based on device analysis completed on 07apr2023. It was reported that a device kink occurred. The target lesion was located in the anterior interventricular branch of the left coronary artery. A 6mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was kinked. The procedure was completed with another 6mmx2.75mm wolverine coronary cutting balloon. There were no patient complications reported. However, device analysis confirmed a shaft break at 18.4cm distal from the strain relief.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was folded. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. The device was received in two sections as a result of a break in the hypotube. The break was located at 18.4cm distal from the strain relief. A kink was observed in the hypotube at 1.5cm proximal to the break site. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the extrusion shaft found no issues with the extrusion shaft.